Event description:
It was reported that during an unknown procedure the device was being used to amputate a cat's hind limb. The blade was working well initially and cut through multiple muscles. Towards the end of the procedure the handpiece made a beeping noise and stopped cutting. The machine error message read something like "reduce pressure on blade". I then inspected the blade and could visualize a small crack on the blade. The user had not knowingly made contact with another instrument but the blade could potentially have contacted bone (but not for a sustained period). I stopped using the blade and managed to complete the procedure without it.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: u94991. This is an analysis of a set of images submitted for evaluation. Image1: the image provided by the customer shows an sngcb device. The batch could be observed as u94991. Image 2,3 and 4: the images provided by the customer show sngcb blade tip scratched and cracked. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was confirmed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch u94991, and no non-conformances were identified.